Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported, maxzero, crack causing leak, during use. The following was provided by the initial reporter: this is a report about cracks. According to the customer report, started using on april 9. On may 3, it was confirmed that the clothing was wet, and the situation was reportedly identified during use. Contaminated with: drugs used (soldem 3a, meiron, leucovorin, diamox, solmedrol). Additional information: to investigate, please return the affected product and any connected devices (including the original packaging, if possible)- that would be difficult. Please confirm the lot number-- unknown please confirm how the malfunction was identified---IV fluid leak please confirm the manufacturer and model of the product connected to maxzero----terumo sureplug IV set was the patient harmed?----no was there an under-infusion?----unknown was the sample disinfected? If so, when and with what substance was it disinfected?----unknown.